Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0211679614, implanted: (B)(6) 2016, explanted: (B)(6)2016, product type :lead. First attempted submission occurred on 2016-12-31 central time zone, rejected acknowledgement 3 received as manufacturer used 2017 for manufacturer¿s report number.

Event description:
A consumer via a manufacturer representative reported a system explant. A pocket site infection was reported. An impedance check confirmed device was in working order and the consumer was still receiving comfortable stimulation. The lead and implantable neurostimulator (ins) were explanted and the consumer was treated with systemic antibiotics until the infection is resolved. A new system will be considered in a few months. The issue was noted as resolved. The consumer¿s medical history included overactive bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.